Event description:
During a wiktor stent implant the physician observed a dissection proximally to the implant site. During the procedure the balloon had been pressurized to 12 atm (4 atm above the recommended pressure). Another wiktor stent was deployed to address the dissection. No pt complication was reported.